Event description:
The customer reported that the insulin pump's buttons were not responding. The customer did not recall any significant events leading up to this issue. Blood glucose levels at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The b button on the insulin pump had intermittent response due to moisture damage on keypad trace. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.